Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator. It was reported that trial patient stated they've had no results, and that they have bladder urinary retention. Moreover, the device was just irritating their back. They keep turning it up to zap them a little more but they didn't like it, and that they're uncomfortable with turning it up any more. Trial patient mentioned they have doubled the settings from where they started, and now just wants the system out. They also mentioned they couldn't be on their back or bathe. Trial patient noted they have spoken to their hcp about it but hcp won't remove the system until (B)(6) 2018. Patient was advised over the call that they could consider turning the stimulation until they get it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the reported retention was a pre existing condition and that the trial device was removed. No further complications were noted or anticipated